Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as "use of fan in the bedroom". The peritonitis was manifested by abdominal pain, fever and cloudy effluent. It was not reported if the patient was hospitalized due to the event. A day after event onset, the patient was treated with cefazolin (1g, intraperitoneal, two times per day, discontinued) for peritonitis. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.